Manufacturer narrative:
Analysis of programming history.

Event description:
While performing a battery life calculation it was noted that on (B)(6) 2006 the device was interrogated, then programmed to 2ma / 30 sf / 500 pw / 30 seconds on time / 5 minutes off time. A system diagnostic resulted in "fault" and caused the settings to change to 1/20/500/30/60 minutes off time, prior to the patient leaving the visit the device was reprogrammed, however not every parameter was corrected and the patient left the visit at 2.0/30/500/30/60 minutes off time. Their off time was corrected on (B)(6) 2009.